Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No device segment was remained inside the patient's body after it ruptured. The procedure was then completed with no patient complications reported.